Event description:
Allegations of capsular contracture, arthralgias, myalgias, paresthesias, spasms, fatigue, adenopathy, low grade fevers, headaches, temporomandibular joint disease, memory loss, sicca, hair loss, rashes, choking sensation, tinnitis and implant rupture.